Event description:
It was reported that the patient presented to the emergency room. An alarm was heard. Telemetry confirmed a motor stall was noted in the event logs with no motor stall recovery. The pump was updated three times and logs check, no recovery was seen. The motor stall was noted to have occurred in 2009 at about 04:42. No stall recovery was noted upon interrogation in the next day at 11:44. Magnetic interaction with the pump was denied. The patient experienced return of symptoms. A pump replacement was planned. No patient outcome was reported. The pump contained baclofen 2000mcg/ml delivered at 340.5mcg/day at the time of the event. Additional information has been requested, but was not available as of the date of this report.